Manufacturer narrative:
On an unreported date the patient was treated with unspecified antibiotics for the peritonitis event. Twenty-two days after the event onset, the patient was recovered from the peritonitis event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as changed caregiver. On the same day as event onset, the patient was hospitalized for the event. Treatment for the event was not reported. Dianeal therapies were ongoing. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.